Event description:
The customer had qc results out of range and questionable results for multiple assays on the cobas 8000 cobas e 602 module. Data was provided for two patient samples. Patient 1 initial elecsys tsh assay result was 9.69 uiu/ml and the repeat result on another cobas e602 analyzer was 42.76 uiu/ml. Patient 2 initial tsh result was 0.476 uiu/ml and the repeat result on another cobas e602 analyzer was 1.82 uiu/ml. The erroneous results were not reported outside of the laboratory. The repeat results were believed to be correct. There was no adverse event. The tsh reagent lot number was 32808101 with an expiration date of 31-dec-2018. The field service representative inspected the syringes and fluidics, performed liquid flow cleaning (lfc) on both measuring cells, primed the reagents, and ran measuring cell preparations. He performed a system volume check with no errors and ran performance testing which failed. The field service representative found the liquid flow path was occluded. He cleaned the sample line and liquid flow path. He ran performance testing which passed. The customer calibrated all assays and confirmed qc. Based on the provided calibration and qc data, a general reagent or instrument issue was not indicated. The investigation did not identify a product problem. The cause of the event could not be determined.